Event description:
Patient was scheduled for fusion lumbar spine anterior approach l5-s1. Due to degenerative disc disease and lumbar foraminal stenosis. Spine cage inserter broke into two pieces during implantation. Pieces retrieved and given to representative on site. No harm to patient. Procedure was able to be completed as scheduled.